Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID envpro-16 (serial: unknown); product type: 0195-heart valves; implant date ; explant date product ID l-envpro-16 (serial: unknown); product type: 0195-heart valves; implant date ; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 29 hours following the implant of this transcatheter bioprosthetic valve, paravalvular leak (pvl) was observed. It was decided to perform a post-implant balloon dilatation with a 25 millimeter (mm) balloon. After ballooning , transesophageal echocardiogram revealed rupture of the prosthesis leaflet and moderate to severe aortic insufficiency. It was decided to implant a second valve. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was identified as a duplicate. Please reference regulatory report number 2025587-2024-04430 for information pertaining to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.